Event description:
It was reported that wrong liner was implanted.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it has been communicated via email that the facility made a mistake opening the wrong liner, which was then implanted. No relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore, based on insufficient information, a clinical assessment cannot be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.